Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient underwent a surgical procedure on (B)(6) 2012 and a alyte y mesh system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post implantation the patient experienced pain, infection, recurrence, bleeding, dyspareunia and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a hysterectomy w/ bso on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012. It was reported that on (B)(6) 2012 the patient underwent a robotic assisted laparoscopic assisted hysterectomy with bilateral salpingo-oophorectomy due to recurrent symptomatic cystocele and uterine prolapse, with placement of bard alyte y mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.